Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump error alarm due to j6 connector resistance issue. The pump was received with serial number label missing, scratched case, cracked select button keypad overlay, keypad overlay texture damage, end cap address label fading, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected. Customer¿s blood glucose level was 225 mg/dl at the time of incident. The insulin pump will not be returned for analysis.